Manufacturer narrative:
Heartsine's investigation of the device found no fault on the returned sam 350p. Given no fault found on the device, it is possible that the reported fault may have been due to situational factors, for example, incorrectly positioned/poorly adhered pads or excess hair on the patient. However, this could not be confirmed, and no pad-pak was returned for investigation. The device will be retained by heartsine and the customer has been provided with a replacement device.

Event description:
The distributor contacted heartsine to report that their device did not progress past apply pads. This may prevent or delay defibrillation which could result in adverse consequences. The event was patient involved however there was a 20 minute delay before AED retrieval and the distributor does not express concern regarding the devices operation, therefore the event was deemed to have no impact to the patient in question.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. Heartsine contacted the customer to request additional information on the patient. The customer provided heartsine with the available patient information.

Event description:
The distributor contacted heartsine to report that their device did not progress past apply pads. This may prevent or delay defibrillation which could result in adverse consequences. The event was patient involved however there was a 20 minute delay before AED retrieval and the distributor does not express concern regarding the devices operation, therefore the event was deemed to have no impact to the patient in question.